Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/29/2008 that a customer had an issue with a dialysis catheter. The customer reported that the catheter leaked at the catheter hub on the venous side; the sealing area between the hub and extension. The catheter was removed and replaced.